Event description:
It was reported that the patient presented for follow up in back up vvi mode. The device download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.